Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. E.1. Initial reporter facility name: (B)(6) hospital. Investigation summary: bd received one sample and six photos for investigation. Evaluation of the sample and photos indicated a split female luer adapter. Additionally, ten retained samples were visually inspected, and no split female luer adapters were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: cracked product/component. Bd initiated further root cause investigation relating to the issue of cracked female luer adaptors through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, cracks in the luer adapter were seen in one device, resulting in sample leakage. No adverse impact was reported regarding the patient or user.